Event description:
Patient hematoma resulting in spelenic rupture was reported to have occurred following a procedure utilizing a dornier delta iii, sn (B)(4).

Manufacturer narrative:
A service report was submitted by dmta field service engineer following the evaluation of the device identified by this complaint. This technical system safety check was conducted 15 march 2023 and the findings concluded that the device was in compliance with dornier specifications. Details concerning individual patient complications outside of the confirmation of patient hematoma resulting in splenic rupture following the procedure were not provided to dmta for review. It was confirmed for dmta that the identified patient was treated for the complication and released following treatment. The result of this investigation revealed no defects or inconsistencies with the identified device. The reviews conducted for this investigation concluded the device was manufactured and functioning within dornier specifications.